Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced skin irritation and rash around sensor patch adhesion site. Patient sought medical intervention on (B)(6) 2014, from endocrinologist and was not prescribed medication. No further medical intervention was necessary.